Event description:
Diabetic ketoacidosis [diabetic ketoacidosis]. Fluid found leaking from novorapid penfill 3ml insulin cartridge, inserted in a novopen 4 [device leakage]. Possibly due to faulty insulin cartridge/delivery device [device malfunction]. Case description: does the incident represent a serious public health threat? No. This serious spontaneous case was reported by a diabetes nurse specialist from (B)(6) as "diabetic ketoacidosis", "fluid found leaking from novorapid penfill 3 ml insulin cartridge, inserted in a novopen 4" and "possibly due to faulty insulin cartridge/delivery device". It concerns a female pt (age unk) with diabetes mellitus, who was treated with novorapid penfill (fast-acting insulin aspart) and novopen 4 (insulin delivery device) from an unk date. Pt's height: not reported. Medical history includes diabetes mellitus (type and duration unk). The pt was using novopen 4 to self-administer insulin in the hosp. Two hours later "cbgl's" were elevated possibly due to faulty insulin cartridge/delivery device. The pt was admitted with diabetic ketoacidosis. The insulin was found to be leaking from the novorapid penfill 3 ml insulin cartridge (batch no: bk70129, expiry: 03/2014) inserted in the novopen 4. The pt stated that this cartridge of insulin was renewed a week ago at home and no leakage had occurred prior to this occurrence in the medical unit (mu) at the hosp. When insulin from the medical unit (mu) supply was administered to the pt from another cartridge with an insulin syringe, "cbgl's" improved. The pt's diabetic ketoacidosis stabilized and she was discharged on an unk date with a new insulin pen and insulin supply. This faulty cartridge was removed from the pen and saved with the reporter but the whereabouts of insulin pen were not known. Action taken to novorapid penfill and novopen 4 was not reported. The overall outcome of "diabetic ketoacidosis" was reported as recovered. The overall outcome of "fluid found leaking from novorapid penfill 3ml insulin cartridge, inserted in a novopen 4" and "possibly due to faulty insulin cartridge/delivery device" was not reported.